Event description:
It was reported that the right ventricular (rv) pacing impedance has increased from where it was previously. It was also reported that there has not been any intervention; however the impedance trends are closely being monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead impedance has increased slightly to a high impedance measurement. The rv lead continues to be monitored.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.